Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump got ran over by a gold cart causing damage to display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.